Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted the pvc (polyvinyl chloride) film was separated from the clear acrylic molded cassette at one of the bottom corners. Pressure testing was performed which identified a leak in the cassette due to the pvc film being lifted from the acrylic mold. The sample did not met specifications. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette, a baxter technician determined the cassette leaked due to the pvc film being lifted from the acrylic mold. No additional information is available.